Event description:
Spouse of a home pt called the baxter technical assistance line to report a "check lines and bag" alarm during treatment on the homechoice machine. The spouse noted that during troubleshooting the alarm situation, the spouse unspiked one of the supply bags and respiked the bag. This cleared the alarm and the spouse continued the pt's treatment. Per the spouse, no pt injury or medical intervention was associated with this incident.